Manufacturer narrative:
Despite multiple attempt, no additional information was available. The available information suggests that this lead remains in-service. This investigation will be updated should further information be provided.

Event description:
It was reported that this health care professional (hcp) contacted boston scientific technical services on (B)(6), 2019. The hcp reported that this patient had been admitted on (B)(6) 2019 following shock therapy delivery. The hcp had called with questions concerning right atrial (ra)capture. The patient has a history of elevated ra pacing thresholds. On (B)(6), 2018, the ra pacing threshold was 4.5 volts at 1.0 ms. At implant, the ra pacing threshold was 3.3 volts at 1.0 volts. An electrogram printout was received which showed a snapshot of an ra pacing threshold test. The technical service consultant noted a possible intrinsic ra rate coming through even at an output of 5.0 volts @ 1.0 ms. The hcp was informed that this indicated possible loss of ra capture at 5.0 volts. At implant, the measured p-wave was 6.0 mv. Currently, the measured p-wave was .4 mv. The hcp commented that the ra impedance measurement was now 447 ohms and 462 ohms at implant. The technical service consultant suggested that the hcp confirm adequate av conduction. If adequate av conduction is confirmed, ra pacing thresholds should be performed in aai mode. Additionally, a chest xray should be obtained to rule out ra lead dislodgment.